Event description:
A review of the reported information indicates that model rf048f vena cava filter allegedly perforated and tilted. The information was received from various source. All the three malfunctions were involved patients with no reported consequences. Of the three malfunctions, two male patients ages were ranged from 35 to 55 years and one female patient age is 51 years. Weight of one patient was reported as 97 kgs and the remaining two patients weight were unknown.

Manufacturer narrative:
H10: as a result of an FDA compliance evaluation regarding medical device reports submitted in summary format for the first quarter of 2021, it was identified that MFR # 2020394-2021-80397 was submitted in error by group two distinct product catalog numbers. Mrf # 2020394-2021-80524 was sent to correct the malfunction with product number rf048f, mrf # 2020394-2021-80525 was sent to correct the two malfunctions with product number unknown filter. H11:section a through f- the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number was not provided for all the three malfunctions, therefore, a lot history review will not be performed. The devices were not returned to the manufacturer for evaluation; however, medical records were provided for all the three malfunctions, in which one of the medical record included images. The investigation for one malfunction is confirmed for the alleged filter tilt and perforation. The investigation for the remaining two malfunctions are currently underway. The devices were labeled for single use.

Event description:
A review of the reported information indicates that model rf048f vena cava filter allegedly perforated and tilted. The information was received from various source. All the three malfunctions were involved patients with no reported consequences. Of the three malfunctions, two male patients ages were ranged from 35 to 55 years and one female patient age is (B)(6) years. Weight of one patient was reported as (B)(6) kgs and the remaining two patients weight were unknown.